Event description:
Boston scientific received information that this atrial lead was surgically abandoned and replaced due to lead fracture. This was noted by the physician during the device change out. This lead was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.